Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guidewire. It was reported that the guide wire separated inside the coronary artery during removal of the guide wire from the pt. No resistance was reported. The separated guide wire was retrieved with a snare device. The patient is reported to be fine. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering noted that historical data shows that tip damage of this nature may happened when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. Being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described, although in this case, it was reported that no resistance was felt. A definitive root cause of the reported issue cannot be determined.